Manufacturer narrative:
Citation: n wang. Transcatheter aortic valve implantation (tavi) versus sutureless aortic valve replacement (suavr) for aortic stenosis: a systematic review and meta-analysis of matched studies. J thorac dis. 2016 nov; 8(11): 3283¿3293. Doi: 10.21037/jtd.2016.11.100 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter aortic valve implantation (tavi) versus sutureless aortic valve replacement. All data were collected from multiple centers. The study population included 741 patients, an unspecified number of which were implanted with medtronic corevalve and 3f enable (serial numbers not provided). Among all patients perioperative, one and two-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: bleeding requiring re-operation, permanent pacemaker implant, stroke, and moderate to severe paravalvular leak (pvl). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.